Manufacturer narrative:
There have been no lab cultures shared with the firm to confirm presence or type of infection. It is unknown if the patient has any underlying medical conditions or any concerning hygiene that may have contributed to the case. It is also unknown if the lead eroded through the skin, leaving the site open to infection, or if an infection developed first and led to the lead becoming exposed. In either case, infection is a known inherent risk of surgical procedures and the information available is insufficient to point to any direct or indirect causes or sources.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower extremity pain. The implantable pulse generator (ipg) was placed in the calf area with the leads targeting the sural and tibial nerves. On (B)(6) 2025 the patient was seen in the medical clinic for system activation and used the system for several weeks before reaching out to a nalu representative to report an issue. On (B)(6) 2026 the patient sent a picture to the nalu representative showing a nalu lead exposed through the skin with signs of potential infection in the area. The physician was notified and advised the patient to be seen at the local emergency department. It is unknown if the patient presented to the emergency department or what was done at that time. The patient was seen by the implanting physician on (B)(6) 2026 for evaluation and was scheduled for explant. On (B)(6) 2026 a full system explant was performed due to presence of infection.